Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: during investigation, there were no errors, alarms or warnings related to the components observed in the pump history. A rewind, load and prime sequence were successfully completed. The pump was exercised for 24 hours with no errors, alarms or warnings and the unusual issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the following: patient has been having difficulties after a full rewind and prime while redoing an infusion set. There was no allegation of an adverse event. This complaint is being reported as the reported issue may compromise insulin delivery.